Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during testing by a zoll technician, the device would not power on with battery power. There was no pt involvement in the reported malfunction.